Manufacturer narrative:
(B)(4). Evaluation summary - the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully loaded with staples. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right, the staple formation was conforming, however, when fire in the left and center position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). In addition, the returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device stapled but not cut. Another like device was used to complete the case. There was no patient consequence.